Event description:
It was reported to gore that a patient alleges to have experienced recurrence, infections, erosion, pain, dyspareunia, and inflammation after having been implanted with a gore-tex product. Additional, event specific information has not been provided.

Manufacturer narrative:
(B)(6). Gore has requested additional information from the reporter.

Manufacturer narrative:
Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: operative records dated (B)(6) 1999 indicate the patient underwent a ¿vesicopexy with large gore-tex sling¿ for a diagnosis of stress urinary incontinence. The records state: ¿using the bone locator, the anchoring suture was anchored into the symphysis pubis at first on the right side, then on the left side and passed retropubically and exiting around the endopelvic fascia and the lateral border of the inflated balloon to the foley catheter. The suture was then released and anchored to approximately 2-1/2 inch x 1-1/2 gore-tex sling.¿ ¿the same procedure was carried out on the contralateral side retropubically and exiting around the endopelvic fascia. The sutures were then pulled and the graft was laid against the back wall of the urethra. The graft was then pulled up to hug the urethra.¿ implant records indicate a gore-tex cardiovascular patch was used during the procedure. However, the lot number is illegible on the records provided. There are no records indicating recurrence, infections, erosion, or removal of the gore device. No post implant records were provided. It should be noted that the gore-tex cardiovascular patch instructions for use mentions the following warning, among others: ¿not for reconstruction of: hernias, soft tissue deficiencies, and passive biological membranes such as dura mater, pericardium, or peritoneum. Use of this product in applications other than those indicated has the potential for serious complications, such as suture pullout, failure of the repair, or undesired healing to surrounding tissue.¿ ¿for other patching applications the gore dualmesh biomaterial, gore mycromesh biomaterial and gore-tex soft tissue patch are available for the reconstruction of hernias and soft tissue deficiencies.¿

Event description:
This report is being submitted as follow-up 1 to MFR. Report 2017233-2014-00250.

Manufacturer narrative:
It was subsequently reported to gore that the claimant has only alleged injuries of pain and discomfort. No medical records were provided after the implant of the gore device. Based on the additional information received, this event is no longer a reportable event. Therefore, the previously submitted report is being retracted.